Event description:
A falsely elevated troponin I result of 1.25 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was retested and a result of 0.05 ng/ml was obtained. Pt treatment was not prescribed, and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was contaminated chemwash.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was contaminated chemwash. A co field service rep was dispatched to the account and performed maintenance. The instrument is operating within specs.